Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was admitted due to left pocket site pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well and programming with good coverage.